Event description:
The physician was doing a fine needle aspiration (fna). During the endoscopic ultrasound (eus) procedure, a number twenty-two echo tip ultra needle was used. The physician encountered a problem with this equipment. The sheath came out bent from the package at mid shaft. The sheath would not fully retract in or out of the scope to allow the needle to be exposed. Three different needles were used during the case with the same problem. The specimens were able to be obtained with no harm to the patient. The lot number is w2930231 and the reference number is (B) (4).